Event description:
Reporter observed lower than expected inr results with pt. Pt new to coumadin and results are erratic. Therapeutic range=2.5-3.5. Only medications pt is taking are lipitor and fish oil.

Manufacturer narrative:
Investigation pending.